Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 239 and 120 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was hard of hearing, so he declined to provide any more info before ending the call. No product will be returned.